Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR# 6000089-2007-00284. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the circumflex (cx). The lesion was 3.5 mm wide, 18 mm long, and 99% stenosis . The physician predilated the lesion prior to placing 2 overlapping express2 bare metal stents in the lesion; a 4.0 x 12 mm as well as a 3.5 x 20 mm. Residual stenosis was 10%. The pt received unfractionated heparin, aspirin and plavix prior to the procedure, and bivalirudin during the procedure. The pt was discharged 5 days later on aspirin, plavix, fluvastatin, and an ace inhibitor. On day 389, the pt returned to the study site for a 13 month angiogram, in which 75% in-stent restenosis was found in the cx. The site has been queried multiple times about the location of the in-stent restenosis, but no info has been provided. The pt was asymptomatic. The lesion was treated with another mfrs 3.5 x 13 mm drug eluting stent. There were no further clinical events and the pt was discharged the following day. In the opinion of the physician, there is a possible relationship between the tvr and express2 stent.